Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
In the (B)(6) following system implant, fluid was aspirated from the pump pocket several times in the physician's office. The pt also experienced headaches. The pump contained morphine 10 mg/ml. On (B)(6) 2011 the pt underwent exploratory surgery of the pump system. No apparent leakage was seen from the pump/catheter connection, although fluid did escape when the incision was opened. A culture of the fluid was taken and showed no infection. The fluid was not otherwise tested. The back incision presented "slight crowning" and a small quantity of fluid escaped when the incision was opened. The field was dried and observed for several minutes; no fluid was noted from the catheter tract. The surgeon thought the connection may have been "a little off." The sc interface was replaced, connected and the incisions were closed. Within 10 hours, 80 ml of fluid had re-accumulated around the pump, a slight amount in the back, and the pt had a headache. On (B)(6) 2011, the pt underwent another exploratory surgery. The pt's father wanted the pump to be replaced. "Exhaustive diagnostics" were performed before anything was disconnected. Dye was injected into the side-port and x-rays were taken along the entire path of the catheter; no leaks were observed. The catheter demonstrated normal outflow with a pencil-like column of dye indicating intrathecal communication that spread over 4-5 vertebrae from the catheter tip. The catheter was disconnected after performing a pressure test by clamping the middle of the sutureless connector (sc) and injecting saline into the side-port. No leakage was observed at the connection. The clamp was moved just past the sc and meniscus movement was seen in the sc/catheter connection. Per the family's wishes, the pump was replaced. The sc was replaced with an (B)(4) 40 degree connector. The pump pocket was dried and numerous valsalva maneuvers were performed to test for cerebrospinal fluid communication to the catheter entry site into the fascia (the pathway from the pump to the spine). No fluid was observed. The pt was closed. It was later reported the pt was seen by a neurosurgeon on (B)(6) 2011, who indicated the pt was "actually fine and there is nothing to do presently." A CT scan was performed and it was noted "highly unlikely that it was a csf leak at all." The neurosurgeon believed it was a seroma. There was little if any fluid and the area was healing. The pt may have also had an ileus. On (B)(6) 2011, the pt "sounded great." The pt was very much improved with a diminished headache and fluid in the pocket. The pt was using an abdominal binder during the healing period.